Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. It was also reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, customer was not performing the proper air removal techniques. Reportedly, a new cartridge was loaded to resolve the issues. It was also reported that an occlusion alarm occurred. Customer performed a supply change to address the occlusion. Lastly, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value not provided. Cause of bg was unknown. Reportedly, customer developed pancreatitis due to the bg. A supply change was performed to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.